Event description:
It was reported that the pt underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on an undisclosed date and mesh was implanted into the pt. It is reported that the pt experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.